Manufacturer narrative:
Patient information was not made available from the site. Event date is approximated as it was reported to have occurred "sometime last week". On 05/05/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Reported issue could not be replicated. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's fusion navigation system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Event description:
A medtronic representative received a report from a site that, while in a functional endoscopic sinus surgery (fess), performed the previous week, and due to circumstances unrelated to navigation, the procedure was in the process of being cancelled and when they looked up at navigation system monitor, the app-launch screen was displayed a message indicating an unexpected exit from the software. There was no delay of therapy. There was no impact on patient outcome. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's fusion navigation system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.